Event description:
It was reported that the surgeon inserted a collamer plate lens, and the lens was torn during insertion. The lens was removed and another same type of lens was implanted without any patient injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Results - visual inspection of the returned product showed that a haptic plate and a piece of the optic was torn off and missing. There was evidence of a clear surgical residue.